Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a damaged case and cover. The root cause of the damaged case and cover was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.